Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation could not be performed.

Event description:
It was reported that during a da vinci-assisted procedure, the blade of the sureform 60 instrument was jammed and the staple line was incomplete. The procedure was being completed as planned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Intuitive surgical, inc. (Isi) received a sureform 60 stapler instrument and a blue sureform 60 reload for failure analysis investigation. The sureform 60 stapler instrument was placed and driven on an in-house system. The instrument was fully functional. No product issue was identified. The blue sureform 60 reload was returned in used condition. A visual inspection discovered that the stapler reload was partially fired to 95% through the firing process. Further inspection revealed that, up to this firing interruption, all staples were fired, the shuttle was okay, and the shuttle knife had damage. The reload was found with a damaged blade inside the cartridge track. Further inspection revealed that the blade had mechanical indentations. A visual inspection did not show blade rotation. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The stapler logs for the procedure were reviewed. During the fifth fire of the sureform 60 stapler instrument, the firing stopped at about 99% completion. The stapler instrument was replaced to continue the procedure.